Event description:
The customer was in hurry and accidentally put contour control solution in his eyes instead of his eye drops. The customer did not allege any serious injury as a result. No product will be returned.

Manufacturer narrative:
Product information could not be obtained. It's not possible to determine the manufacture date or 510k number without the product information.